Event description:
Metal cutting wheel km-m51u, lot # km702 1102, made by komet medical as a replacement for midas rex product m-51 was not long enough to seat properly and tighten into power handpiece of midas rex drill. Co rep reportedly states that lot # above is shorter than specifications.